Manufacturer narrative:
Date sent: 07/11/2008. Eval summary: the analysis result for the el5ml instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. In addition, the orange indicator was noted to be beyond its intended position. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a lap chole procedure, the device successfully clipped and transected the cystic duct. The surgeon then used the device on the artery and after the device fired 1 to 4 clips, it locked on the artery. The surgeon had to forcefully pull the device off the artery. The artery tore and some bleeding occurred. The bleeding was controlled with another device. The patient is fine.